Event description:
It was reported that during an acl procedure, the surgeon implanted a screw sheath using the sheath inserter. The inserter broke into two pieces when impacted. Surgeon concluded that the broken inserter tip could not be retrieved therefore the sheath and the broken tip end was left in the sheath. Alternative fixation was used during surgery.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event include impacting the driver at an angle not-co-axial to the pilot hole and /or prying/leveraging the driver while engaged in the sheath. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.